Manufacturer narrative:
The device was returned. An evaluation of the returned device confirmed the customer allegation. There were few additional findings. Channel cleaning brush could not be inserted softly due to blockage of channel tube. Angulation in the upward direction was out of standards due to worn out angle-wire. The gap of up/down knob was out of standards due to worn out angle-wire. There was no water flow due to blockage of jet tube unit. Light guide bundle was damaged. The adhesive part of bending section cover was broken. The suction cylinder was polluted. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The field service engineer on behalf of the customer reported presence of debris in the channel of the colonovideoscope. The foreign material was a clip that was jammed in the channel. The issue was found during maintenance. The intended procedure was diagnostic and the procedure was completed with a similar device without any delay. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the channel was blocked with foreign material, which was identified as a clip. The cause of the material (clip) remaining in the device could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "·inspection of the instrument channel." Olympus will continue to monitor field performance for this device.